Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action. The product associated with this complaint is potentially from the impacted population as the lot number is unknown. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copilot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly. The additional indeflators referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat an unspecified artery. The indeflator was found leaking air and unable to maintain pressure during preparation. There was no device use or patient involvement. Another indeflator was used to complete the procedure. There was no clinically significant delay in the procedure. Returned analysis reported that 2 additional indeflators were returned together with the complaint device due to report of leaks. No additional information was provided.